Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 600 mg/dl at one point, but had been brought back down to 257 mg/dl by the time of the call. The customer reported that she has end stage kidney disease. The customer had changed the infusion set and had been treating with the insulin pump. The drive support cap appears normal and recessed. The customer declined to check for air bubbles, leaks, site and insulin issues, and to check the settings. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instruction.